Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Customer stated that she has had really high blood sugars and the previous set she changed had a bent cannula. Customer stated that she had high blood glucose levels all day. Customer stated that she will call back tonight to troubleshoot for high blood glucose levels. No additional information provided.